Manufacturer narrative:
Investigation summary: 3 photos were provided. They show one syringe barrel. The syringe barrel has multiple spots from top to bottom of the syringe barrel; from the photos they look like embedded foreign matter from the molding process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 9207603 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it happened during syringe barrel molding process. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd luer-lok¿ tip syringe had black "bits" of foreign matter in it before use. The following information was provided by the initial reporter: "bd 30ml syringe luer lok tip (302832) plunger defect. Found small black bits inside the 30ml syringe. Sample contaminated with smoflipid 20%".